Event description:
Reporter alleged obtaining the following results on the compact plus system at the following estimated times: 255 mg/dl at 9:53 am, 18 mg/dl at 9:58 am, 219 mg/dl at 10:00 am, 159 mg/dl at 10:04 am. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.